Event description:
It was reported that the patient had three epileptic or transient ischemic attack (tia) episodes in the last two months since the interstim device was on. The patient referred to tia as ¿mini strokes¿.if additional information is received event will be updated.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0hzgl, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).